Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that telemetry showed >3000 ohms ventricular lead impedance. The lead tested 1170 ohms in the unipolar configuration and 1540 ohms in the bipolar configuration through an analyzer. Therefore, the pulse generator was replaced.